Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell off of their cross bike and damaged the insulin pump; the display became blank and the alarm kept beeping. The patient's blood glucose at the time of incident was 14.3 mmol/l. The customer removed the battery for ten minutes. However, the alarm could not be cleared. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump powered up after battery installation. No blank display was noted. However, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to the display anomaly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.